Event description:
It was reported by svc report that the scale was inaccurate and the siderail and pt control were not functioning. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell, pt control cable, limit switch.